Event description:
The complainant reported that a j-tube enteral feeding device with a jejunal extension had been therapeutically placed in a pt (age unknown) with a gastroparesis condition, had subsequently become detached form the device hub and had advanced within the peg tract. The physician successfully removed the tube via the aid of forceps. A replacement j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.